Event description:
This warm pack is new to rush. Staff felt it became too hot and used multiple layers between the pt and the warm pack or elected not to use it. Temperature of warm packs were not tested at the time. No burns were sustained. Lot number of warm packs involved unk. Discarded by staff.